Manufacturer narrative:
Concomitant medical products: model: 1458q92, competitor lead; implanted: (B)(6) 2016.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high rv defib coil impedance and unstable r-wave sensing with variable readings. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.